Event description:
It was reported placement of this jugular filter in a pt participating in a tissue plasminogen activator study was uneventful and successful. Following placement a post-venogram and posterior computed tomography were taken to confirm successful placement. Reportedly a catheter was placed through the implanted filter for the tpa study to treat thrombolysis in the left leg. A follow up examination for the tpa study the day after placement revealed a filter leg had perforated the vena cava. No surgical intervention resulted from this event and no further action is planned. The physician feels the pt is protected with this filter. The pt's condition is good and has since been discharged. The physician indicated the position of the catheter used for the pta study through the filter may have caused this event. He explained the beating of the pt's heart might have resulted in the catheter beating against the filter causing the perforation. However, co is unable to determine the exact cause for this event.